Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. Confirmatory testing produced negative results. This event occurred 2 times. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports two false positive results while using cat 44500301 lot 2004548.", "customer states they repeated the results using the genxpert and the result was negative." (B)(4).

Manufacturer narrative:
Lot#: 2004548 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system the customer received false positive results. Confirmatory testing produced negative results. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports two false positive results while using cat 44500301 lot 2004548.", "customer states they repeated the results using the genxpert and the result was negative." Eua200159.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4)) lot 2004548 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2004548 was manufactured according to specifications and met performance requirements. Customer reported that two samples tested positive only for the n1 target (run 13, positions b1 & b2) but were negative when repeated with the genexpert® system. Customer provided five run files (runs 13, 16, 17, 18 and 19) from instrument (B)(6) for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use. Manual pcr curve adjudication of these two samples was performed. Pcr curves analysis revealed they both appear to be late and low, but true, n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Customer performed environmental monitoring and evidence of environmental contamination was found in runs 16 and 17. After cleaning and performing another environmental monitoring (run 18), the two samples were retested and were found to be negative (run 19 samples b1 and b2). Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2004548. The root cause was not identified. However, environmental contamination is the most likely cause to explain the customer¿s positive results, specimens at or near the assay limit of detection (lod), or cross contamination during controls preparation cannot be excluded. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.